Event description:
Patient was scheduled to have an MRI under anesthesia. The anesthesiologist said the he did not want to intubate and do monitored airway controlled instead of intubating the patient under IV drug propofol. The patient was started at on the 3t scanner and then MRI technologist #1 and MRI technologist #2 went into the scan room to unclamp his IV tubing to administer contrast. At that time MRI technologist #2 stated to MRI technologist #1 that he didn't like the patients color. They pulled him out of the scanner and could see that he was no longer breathing. The anesthesiologist was in the tech room and the tesla monitor alarmed with no pulse ox or blood pressure reading. MRI technologist #1 & #2 then yelled for him to come in the scan room. He came in and was trying to find a carotid pulse and he couldn't. He then yelled for some medication. MRI technologist #1 then asked if they should move the patient out of the scan room into zone 3 and they did that. Once out there they were trying to find blood pressure (the pulse ox stopped working and the blood pressure timed out) and the anesthesiologist said, do you have a crash cart? MRI technologist #1 said when we call a code one is brought down; do you want me to call code blue? Then he went to the phone and called the code. They were performing CPR and did 3 rounds pulse ox came back and then the patient was intubated.

Event description:
Patient was scheduled to have an MRI under anesthesia. The anesthesiologist said the he did not want to intubate and do monitored airway controlled instead of intubating the patient under IV drug propofol. The patient was started at on the 3t scanner and then MRI technologist #1 and MRI technologist #2 went into the scan room to unclamp his IV tubing to administer contrast. At that time MRI technologist #2 stated to MRI technologist #1 that he didn't like the patients color. They pulled him out of the scanner and could see that he was no longer breathing. The anesthesiologist was in the tech room and the tesla monitor alarmed with no pulse ox or blood pressure reading. MRI technologist #1 & #2 then yelled for him to come in the scan room. He came in and was trying to find a carotid pulse and he couldn't. He then yelled for some medication. MRI technologist #1 then asked if they should move the patient out of the scan room into zone 3 and they did that. Once out there they were trying to find blood pressure (the pulse ox stopped working and the blood pressure timed out) and the anesthesiologist said, do you have a crash cart? MRI technologist #1 said when we call a code one is brought down; do you want me to call code blue? Then he went to the phone and called the code. They were performing CPR and did 3 rounds pulse ox came back and then the patient was intubated.